Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver instrument had a broken cable. The jaws of instrument could not be opened or closed. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with site's clinical sales representative (csr) and obtained following additional information: the reported instrument 8mm large suturecut needle driver instrument was available for return to isi for evaluation. Patient information was not released due to hospital guidelines.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.